Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no sensor needle when the customer removed the sensor and tried to reconnect it. The blood glucose level of the customer was unknown. The sensor will not return for analysis.